Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the biomedical engineering department with a note that stated, "pump shuts off even after being charge." No specific patient information, pump programming, or event details were provided. During testing at the user facility, while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.